Event description:
A peritoneal dialysis nurse reported a dialysis patient was hospitalized on (B)(6) 2014 due to peritonitis. The nurse stated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment. The patient was discharged from the hospital on (B)(6) 2014 and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy without issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.